Manufacturer narrative:
The lens was returned positioned incorrectly inside the lens case in the opened pouch placed inside the lens carton. Solution was dried on the lens. One haptic was broken in the distal area. The broken haptic was not returned. The optic was pressed into the rim of the lens case lid. The optic was torn and split from the edge to the optic center. The optic has a large area that was cracked. The optic edge also had a small split area. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The root cause cannot be determined for the reported complaint. The lens was returned with solution and heavy damage. Associated product information was not provided. It is unknown if qualified products were used. The IFU(instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a defective intraocular lens (iol). Additional information was requested.